Event description:
Post surgery a CT scan demonstrated that one of the six depth electrodes was 5-6 cm longer than the others, and therefore had been misplaced in the brain. Upon notification a rep of the MFR stated that all new models of the depth electrodes are 30 cm, instead of the previous 24 cm. This suggests necessity and importance of MFR providing appropriate and timely notice of changes to buyers and users (i.e., hosp purchasing, surgeons).